Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and could not get it to reset. The keys on the insulin pump would not respond. He removed and replaced the battery but the issue was not resolved. Customer's blood glucose level was 80 mg/dl. The insulin pump was turned inwards. The time was not advancing on the screen. The insulin pump had a frozen display. The insulin pump alarmed failed battery test. He was unable to clear the alarm due to the button error alarm and keypad issues. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device had no button error alarm. The device was received with no button response due to flattened act keypad dome. The keypad connector was found closed properly during visual inspection. The device had scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. No frozen screen noted. We were unable to perform functional test due to keypad anomaly. We were unable to verify failed battery test due to keypad anomaly.